Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one day post-implant. When the system was checked in the morning following the implant, r-wave amplitude measurements were unable to be obtained, despite adequate capture thresholds. The implanting physician used a stylet to successfully reposition the lead.